Event description:
The pt reportedly experienced skin flap breakdown. There was no infection. The pt was reportedly treated with azithromycin and wound cleaning from (B)(6) 2014. The pt was hospitalized on (B)(6) 2014. The pt's device was explanted. The pt will not be reimplanted at this time. The skin flap is reportedly healed and the pt is doing well.